Manufacturer narrative:
Additional narratives stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors, and is not usually an indication of a device malfunction. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a 31mm mitral valve was disabled after an implant duration of three (3) years, four (4) months due to severe mitral stenosis with a peak and mean gradient of 24mmhg and 19mmhg respectively. The patient initially presented with shortness of breath and cardiogenic shock. The tmvr procedure was successfully performed with a 29mm transcatheter valve. The patient was stable and then transferred out of the cath lab.

Manufacturer narrative:
The most likely cause is patient factors, including a history of esrd s/p failed kidney transplant (2013).